Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. No phaco tip or particulate sample was returned for evaluation; therefore, the condition of the product could not be verified. Because a sample was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. Phaco tips are 100% visually inspected by trained operators during the manufacturing process, with the product also be cleaned several times during the process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
This event does not meet criteria as a reportable malfunction based on information received following submission of the initial report. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received. The company representative confirmed that the problem is resolved. The facility changed the filter that came to the sterilization devices (they changed from 100 m to 10 m) and that immediately fixed the problem; the flakes would come from old pipes in the city.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that infra-millimeter microneedle flakes were observed in patient's eyes planted in the iris. The number of patients and devices involved are unknown.